Event description:
It was reported that following a pump replacement the patient experienced severe swelling and bleeding at the pump pocket site. The pt had to return to the hospital. The site eventually clotted, but the area remained swollen and appeared to have fluid in it. The pt felt pressure at the site and it was warm to the touch. The pt had experienced a temperature of about 100 degrees fahrenheit when normally his temperature was 98 degrees, was clammy and sweaty, and "didn't feel that great." On the date of this report, the pt's right and left leg/ankle started swelling as well. He was uncomfortable and had pain down the right front leg to the knee. The drug in the pump was morphine. The pt felt as if he was getting the intrathecal medication and confirmed that it was with the physician. " a couple of days ago," the pt went through a withdrawal. The pharmacy lost the prescription for the pt's oral medication, which he took an addition to the intrathecal medication. The pump was not checked to see if it contributed to the withdrawal because "the only way they can do it is if they do it on a refill." The pt finally received the oral medication and the withdrawal resolved.

Event description:
Additional information: it was reported that the patient no longer had any concerns with his therapy. He was to see a new physician starting (B)(6)-2013.